Manufacturer narrative:
Unit received with a blank display due to corroded electronic assembly. The battery tube assemblies was found with traces of corrosion. Unable to perform functional tests including displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Did not note any cracks in the case. In addition to this, the reservoir retainer ring is solidly attached to the reservoir tube lip.

Event description:
Customer reported via phone call that insulin pump had low battery alarm turned to battery failed alarm. The customer¿s blood glucose level was 186 mg/dl at the time of the incident. Customer stated that contacts on battery compartment were not missing, damaged, or corroded. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.